Event description:
A surgeon reported that a pt underwent uneventful cataract extraction by phacoemulsification with intraocular lens (iol) implant on (B)(6) 2012. At approx one week post-operatively, a fiber was identified in the right eye. The pt was prescribed extended antibiotic/steroid therapy. On (B)(6) 2012, the pt presented with incessant discomfort and slight tyndall effect (10-15 cells per field). The pt was diagnosed with uveitis and increased intraocular pressure (iop). The aqueous was cultured, and the culture was negative. The fiber was surgically removed on (B)(6) 2012. The pt's condition is improving and is expected to resolve.

Manufacturer narrative:
The customer did not retain the lot number; therefore, the device history record (DHR) and lot history could not be reviewed. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).